Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.

Event description:
It was reported that the "patient has personal injuries sustained on (B)(6) 2012 as a result of the recalled stryker rejuvenate modular stem."